Manufacturer narrative:
(B)(4). The investigation into this complaint is in progress at the time of this report.the device involved has not been received by the manufacturer at the time of this report.

Event description:
Customer complaint alleges "for a (B)(6) patient, in the hospital for an urethrotomy. During the intubation, the light starting twinkling and alternatively turn off. Whereas the batteries were changed the day before. Clinical consequences: so we could not see well during intubation." There was no report of necessary medical intervention. Patient condition reported as "fine".

Manufacturer narrative:
(B)(4). The device history record was reviewed and no issue that could have contributed to the reported failure was noted. The device was manufactured according to release specification. The sample was returned for evaluation. A power source was added (battery), along with a blade for the testing of the handle. No issues were found with the handle. The light was glowing and stable. Based on the investigation performed, the reported complaint could not be confirmed. There were no issues found with the returned device.

Event description:
Customer complaint alleges "for a (B)(6) patient, in the hospital for an urethrotomy. During the intubation, the light starting twinkling and alternatively turn off. Whereas the batteries were changed the day before. Clinical consequences: so we could not see well during intubation." There was no report of necessary medical intervention. Patient condition reported as "fine".